Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by patient that the alleged issue began on (B)(6) 2012 at 8:00am. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the reported issue. Immediately after the alleged issue occurred, the patient claimed to have developed symptoms of "shakiness". An hour and a half later, the patient obtained a blood glucose test only from the doctor and shortly after, was given food/drink in response to the symptom. The cca was informed by the patient that she was tested on an onetouch ultra2 meter and obtained a reading of "217mg/dl". The cca noted that there was evidence of misuse; the subject meter was dropped in water. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.